Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having an infection at the midline site. Symptoms were pain, soreness, redness, and swelling of the midline incision. Infection was procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.